Event description:
A hospital in (B)(6) reported that water leaked at the connection between the water feed tube and the bag spike of an mr290 autofeed humidification chamber immediately after use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was connected to a water bag and tested for leaks. Results: a drop of water began to build at the connection between the feedset tube and the waterbag spike. It was found that there was a sufficient amount of glue at the spike and feedset tube connection. A lot check revealed no other complaints of this nature for this lot number. Conclusion: we were unable to determine the cause of the reported fault. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production, possibly as a result of failure of the glue bond that joins the spike to the water feedset tube. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This product would have failed the final pressure test if it was in a broken state during testing. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).